Event description:
It was reported that the delapplush microcoil premature detached in the aneurysm after ti was would not detach and cashmere microcoil separated into two pieces when withdrawing from the aneurysm after not detaching. During the coil embolization procedure of internal carotid-posterior communicating artery aneurysm . It was noted that the physician could not detach the deltaplush microcoil (cpl100206-30/c17529) although pressing the detachment button several times. Type of the detachment control box and the cable used with the product was not provided. While withdrawing the coil gently from the target aneurysm, the microcoil of the deltaplush was separated from the dpu at the distal tip of the microcatheter. Then, excessive force was used to push the coil by using the dpu and the coil was finally placed into the target aneurysm. However, after that, the cashmere microcoil (crc140306-30/c11822) could not be detached again at the time the detachment button was pushed. It is unknown if the same detachment control box and cable were used with the cashmere. And then, while retrieving the coil gently from the patient, the cashmere was accidentally separated into two pieces within the excelsior sl10 (mc) microcatheter. The report did not indicate when and where exactly it occurred. Therefore, both the cashmere and the mc (excelsior sl10/stryker, type 90 degrees angle) were safely removed as a unit from the patient and the coil was replaced for a new one (crc140306-30, lot unknown). After that, the replaced coil was successfully detached and placed into the target aneurysm with no further issues. The procedure was made all way through the same mc. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. After the complaint product, six coils (details unknown) were successfully placed into the target aneurysm without any further issues.

Manufacturer narrative:
The complaint products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Pre-deployment electrical check was performed and no issues noted. It is unknown if the microcatheter was re-shaped or not. The procedure was that was not calcified and mildly tortuous. The complaint products are unavailable for evaluation. No additional information is available. The devices were not returned for analysis, but a review of the manufacturing documentation associated with the provided lots (c17529/c11822) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The components used during the procedures were not returned for analyses, and without the return of these devices, a root cause cannot be determined if these components had any additional contributions to the complaint events. However, it was noted that the pre-deployment test was conducted per labeling guidelines. The label also indicates that if microcoil did not detach and no fault light is illuminated or flashing, repeat attempt to detach, and if a fault light is detected, the system ready light is not illuminated, or there is no detachment after two detachment attempts, replace the dcb unit. If detachment still does not occur, carefully withdraw the entire microcoil system and re-deploy a new microcoil system. A review of the manufacturing documentation associated with the provided lots presented no issues during the manufacturing or inspection process that can be related to the reported complaints. Based on the foregoing information, there is no indication that corrective action is warranted at this time. This is one of two product reported under complaint number (B)(4) .